Event description:
A customer reported obtaining unexpected negative reactions with the capture-r ready-ID panel on the galileo echo instrument. Patient has a history of having an anti-fyb.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The antibody screening assay resulted as positive in cell 1, and negative in cells 2 and 3. Results visually appeared as reported by the echo. Negative results were obtained in all cells of the antibody identification assay. Visually cells 1, 3, 6, 8 and 12 appeared weak positive. All other cells visually appeared negative as expected. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. The instrument is operating as expected.